Event description:
The biomed stated the CPR will not lower the head section. It would lower electrically from the siderails.

Manufacturer narrative:
The biomed found the CPR linkage was not adjusted properly. He adjusted the CPR linkage to repair the bed.